Event description:
It was reported that the tip of the micropituitary was broken during use in surgery. Metal fragments were located with image intensifier and were removed from the disc space with irrigation and suction. No pt complications were reported.

Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual macroscopic exam shows that the tip of the dynamic shaft is completely broken off. The pin at the upper jaw is missing. Two alignment pins appear to be broken and are missing. It appears that the instrument was subjected to excessive force which may have caused the tip to break. A review of the device history found no documentation to indicate a non-conformance to specification.